Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposed of by customer.

Event description:
It was reported that screws would not lock. The surgeon completed the procedure by using non locking screws with 20 min of delay.